Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-04599 / 04600).

Event description:
It was reported patient underwent a total elbow arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2013 due to a loose ulnar component. It was noted black metallic debris was present in the joint space due to a loose screw. The ulnar component and screws were removed and replaced.